Manufacturer narrative:
Patient date of birth unavailable. Device lot number unavailable. Device expiration date unavailable. Device manufacture date unavailable because lot number is unavailable.

Event description:
A lead extraction procedure commenced to remove two right ventricle (rv) leads and one right atrium (ra) lead due to redundancy. The ra lead was being pulled back into the superior vena cava (svc) for extraction using a spectranetics 16f glidelight laser sheath. The lead was encased in a fibrous adhesion. The physician aligned the glidelight as axially as possible to the lead, which came back abruptly into the glidelight upon application of laser energy. At that point, the glidelight's device tip inadvertently and suddenly moved up against the outer curve of the svc and the physician immediately stopped lasing. The patient was stable after the procedure and was being monitored. However, approximately six hours post procedure, the patient's blood pressure dropped, and a chest x-ray confirmed a haemothorax. The physician placed a chest drain in the patient, and underwent video assisted thoracoscopy to confirm that no further bleeding was occurring. No further intervention was warranted, and the patient survived the procedure. There was no alleged malfunction of any spectranetics devices.